Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped out on both front corners and the right plunger case was cracked. A review of the event history log identified check syringe plunger sensor error. The damaged top case was found at inspection. Check syringe plunger sensor error was found at power up. Device had to been dropped or mishandled by customer. The flippers were misaligned due to incorrect assembly of the timing plates by customer. The root cause of this issue was customer impact and incorrect assembly of the timing plates. Device will be sent back to customer due to version 4.1.5 was no longer in service. UDI details were unknown.

Event description:
It was reported that the pump had case damage and exhibited plunger force sensor issues. No patient injury or involvement was reported.